Event description:
It was reported that a single piece preloaded monofocal intraocular lens (iol) was properly hydrated. However, it appeared there was a problem with the injector during the procedure, wherein turning the knob on the plunger produced a cracking or crunching noise, and the device failed during preparation. The reporter was present and directly observed the event. The device did not make contact with the patient's eye and a backup iol was successfully used and implanted without complications. There was no patient harm or injury occurred. No medical or surgical intervention was required. Additional information was received with an implant card indicating that the lens was removed. No further information was provided.

Manufacturer narrative:
Section a3a, a3b, a4, a5 and a6: not applicable as there was no patient contact. Section d6a: if implanted, give date: not applicable, as lens was removed and replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed and replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.